Event description:
It was reported that the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is enrolled in the starfix clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-52 lead, (B)(6) 2013; d314trm ICD (B)(6) 2013. (B)(4).